Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) alleging that the ok button on the subject meter (onetouch verioiq) was not responsive. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.